Event description:
The pt underwent a sling procedure in 2006. During the procedure, the surgeon perforated the bladder on the anterior side. The perforation went unrecognized and the pt had leakage in the hosp that night. The pt was brought back into the or the next day where the mesh was removed and the bladder was sutured. The surgeon performed another sling procedure and the pt is reported to be doing fine.